Manufacturer narrative:
Reported event of capturing problem was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including output verification and sensitivity test found no anomaly contributing to capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the pacemaker and the right ventricular (rv) lead exhibited high capture threshold. The pacemaker and rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.